Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a problem with the device. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior shipment, and damge of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch records was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a problem with the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.